Event description:
Dialysis treatment was initiated at 6:20 am without difficulty. Pt had no complaints bp 140/71, bfr 400 - dfr 800. At 6:23 pt complained of feeling dizzy, became unresponsive and began seizing. Respirations stopped and pt became cyanotic. Saline was administered through the bloodline and dialyzer. Bp 60/p increasing to 100/p. Pt began breathing in his own and began to respond. Physician was notified and dialysis was restarted on a dry dialyzer without further problems.